Event description:
(B)(6). Date of event: best estimate is (B)(6) 2012. According to the information received, it was reported that a user had an allergic reaction to an ostomy bag. The user had a rash over her whole body. A biospy was performed at the hospital.

Manufacturer narrative:
Product has been requested but as of to date no product was returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.